Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise. The rv lead was explanted. The patient was stable throughout.